Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that part of the catheter was removed due to occlusion. No pt symptoms were reported. The pump was used to deliver lioresal. A follow-up report will be sent if additional info becomes available to us.